Manufacturer narrative:
The device was returned. A flex connector was evaluated using a retained dse component. The flex connector was attached to the male insert and raised the joined components. It was raised both ways, meaning holding the dse(top), flex connector being at the bottom and holding the flex connector (top), dse being at the bottom. The flex connector did not release while hung both ways on the sample. The flex connector was also attached to the male insert on the dse to show the connection distance until it stopped. Rotation was applied to the flex connector. The dse rotated and the flex connector remained in place. Rotation was applied to the flex connector. The dse rotated and the flex connector remained in place. The sample evaluation showed product to be working properly and as intended. No failure detected. No root cause was identified. All information reasonably known as of 01mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units. This is the first of three reports. Refer to 8030647-2018-00113 for the second report. Refer to 8030647-2018-00114 for the third report. It was reported that the flex connector comes off easily and this occurred three times especially when there was condensation. It was recognized after the second suction. There was no injury reported. No additional information was provided.